Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's system pcb assembly. The device was unable to be repaired as a replacement for this part is no longer available. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. There was no report of patient use associated with the reported event.